Event description:
It was reported that during a pta, a balloon rupture occurred. The balloon rupture occured during a procedure to treat an instent restenosis of a wallstent that had been previously implanted in the antebrachial vein. The physician attempted to treat the restenosis with a symmetry 5.0-20/4t/90 balloon, however, upon inflation, the balloon ruptured. The procedure was successfully completed with another device. Add'l info regarding the implant of the wallstent has been requested. The balloon ruptured referenced will be reported on the 3rd quarter alternative summary report from boston scientific.

Manufacturer narrative:
The stent remains implanted and the delivery device was apparently discarded by the facility, therefore no direct prod analysis will be available.